Manufacturer narrative:
This report is being submitted to represent the contact lens power of -2.75. The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
This report is being submitted to represent the contact lens power of -2.75. The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As reported by an optometrist via phone call on (B)(6) 2017, a patient presented with corneal ulcers in both eyes. No additional information is available at this time; additional information has been requested but not yet received.